Event description:
A report was received that a patient's precision system was explanted due to an infection at the ipg site. The symptoms were fever, oozing pus and redness. The patient was treated with oral and IV antibiotics. The physician believes the patient's midline may have been infected along with the ipg site. The patient was reportedly doing well following the explant procedure.